Event description:
A surgical coordinator reports that a patient had an intraocular lens (iol) exchange due to anisometropia. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 05/08/2008 and 05/20/2008 by fax, mail and phone. A completed questionnaire has not been returned. This report was mailed to FDA on: 05/30/2008.